Event description:
Info received by MFR with returned product indicated that pump was underinfusing. The physician had performed a "roller test" twice and confirmed only 45 degree movement of pump rotor. Device was explanted and replaced.

Manufacturer narrative:
B5 info received by MFR with returned product inicated that pump was underinfusing. The physician had performed a "roller test" twice and confirmed only 45 degree movement of pump rotor. Device was explanted and replaced. 8/25/1998: h6 - primary finding of device analysis revealed no device failure, no anomaly found. Device was placed in extended testing for 118 days and passed all infusion testing.